Event description:
In 2002, the patient was implanted with a vented electric left ventricular assist device (lvad). In 2003, the hospital perfusionist contacted the manufacturer stating that while the patient was at home on their ventricular assist device (vad) they had started to develop some intermittent yellow wrench and red heart alarms on the controller. The patient was also having to change out their vent filter every day, due to a large amount of black dust coming from the vent filter. The patient was admitted to the hospital for evaluation. Motor waveforms were sent to the manufacturer for analysis and confirmed an increase in current. The cause of the increase has not been determined to date. The patient remains on lvas support at this time.